Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the lv implant the threshold was poor, and lead re-position was needed. However, difficulty re-positioning, the lv lead was encountered. Several angiograph were performed, and it was deemed that the lv lead could be inserted up to the second electrode. Although the blood vessel was thin, the lead was placed but capture failed even at high output. An attempt was made to remove the lv lead by turning in a counterclockwise direction, but removal failed. It was noted that the guide catheter and guide wire could be pushed and pulled thus there was no obstruction present. Removal of the lv lead was attempted again with clockwise and counterclockwise movement and retraction of the helix tip. During the attempt to remove the lv lead, tugging was performed, and it was noted that the lead had fractured. Therefore, a portion of the lv lead was abandoned in the patient¿s body. The physician commented that the lv lead helix tip became entangled with tissue during the counterclockwise rotation on the removal attempts. It was also reported that the patient experienced palpitation and discomfort in the chest. A new lv lead was implanted to complete the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analysis noted that the lead was returned damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.